Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute drug eluting stent was attempted to be used to treat a moderately calcified lesion with 90% stenosis in the distal lad. There were no abnormalities reported in relation to the patient anatomy. There was no damage noted to the device packaging. There were no issues noted removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. An image received shows stent deformation. No patient injury is reported.

Manufacturer narrative:
Image review: the returned image shows the luer and stent of a device. Deformation is evident to the distal stent wraps with the struts appearing raised. The lot number printed on the luer corresponds with the lot number in gch and the lot number on the shelf carton. If information is provided in the future, a supplemental report will be issued.